Manufacturer narrative:
For 1 of the pending events, the customer continued to have issues with calcium results. Discrepant results were obtained for an additional 3 patient samples. The investigation determined the event was due to unspecified contamination of the instrument which was resolved by maintenance. Follow up actions: the instrument was decontaminated and the customer had no further issues. For 1 of the pending events, the investigation determined that a required carryover wash cycle was not programmed on the analyzer for the lithium assay. Follow up actions include: the carryover wash was programmed on the analyzer. Once the wash was implemented, the issue was resolved. The field service engineer checked and adjusted probe positions. Wash levels and gear pump pressure were checked.

Manufacturer narrative:
For 4 events, the investigation did not identify a product problem. The cause of the event could not be determined. For 7 events, the service actions resolved the issue. For 1 event, it was determined that the nozzles on the rinse station were sticking and could not move freely. For 1 event, it was determined that the rinse tubing was old and deteriorating. For 2 events, the investigation is ongoing. The follow up action for 1 event was that service checked the rinse levels, pump pressure, reagent probes and rinse station probes and all were ok. Tubes and wash stations for the reagent probes were checked for blockages and were ok. Service found a reagent probe that was bent out of position and was not being washed properly. The reagent probe was replaced. Calibration and qc were acceptable. The follow up action for 1 event was that the field service engineer found broken aspiration tubing and replaced the tubing. Qc was acceptable. The follow up action for 1 event was that the field service engineer visited the customer site and performed multiple service activities; the specific activities were not provided. The customer had no further issues following the service visit. The follow up action for 1 event was that the field service engineer (fse) checked the cuvette rinse volume and it was low; this was corrected. The volume for the sample and reagent probes was too high; this was corrected. Probe adjustments were checked. A sample probe was replaced. The gear pump and water pressure were ok. Detergent consumption was ok. The fse also replaced tubing and valves, changed the lamp and cuvettes, checked the rinse station, replaced the sample probes, fixed a humidity problem with the photometer, replaced the gear pump and decontaminated the module. The customer has had no further issues. The follow up action for 3 events was that the service engineer decontaminated the instrument. The follow up action for 1 event was that the rinse station was checked and cleaned. No further issues occurred after this. The follow up action for 1 event was that the field service representative found a fluidic issue and replaced or cleaned several parts on the analyzer. The follow up action for 1 event was that precision testing was performed. The follow up action for 1 event was that the rinse tubing was changed. Precision studies, calibration, and controls were acceptable. There were no follow up actions for 4 events. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. Serial numbers continued: (B)(4).

Event description:
This report summarizes <noe>15</noe> malfunction events. Questionable non-reproducible results were generated by the cobas 8000 c702 module. The events involved a total of 31 patients with the following: 3 questionable results for crej2 creatinine jaffé gen.2, 4 questionable results for crep2 creatinine plus ver.2, 1 questionable result for hdl-cholesterol gen. 4, 2 questionable results for ureal urea/bun, 12 questionable results for ca2 calcium gen.2, 1 questionable result for tp2, 1 questionable result for mg2, 1 questionable result for crea2, 1 questionable result for crpl3 c-reactive protein gen.3, 1 questionable result for astpm aspartate aminotransferase acc. To ifcc with pyridoxal phosphate activation, 1 questionable result for ferr4 tina-quant ferritin gen.4, 5 questionable results for li lithium. The patients' ages ranged from 11 years to 81 years. The other patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. There were 7 females and 4 males. The other patients' genders were requested, but were not provided. The patients' races were requested but not provided. The patients' ethnicities were requested but not provided.